Event description:
It was reported that a patient underwent a gynecological to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2008 and pelvic floor repair mesh and a monarc sling, ams, were implanted. The patient experienced mesh erosion, pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh excision on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision/excision by implanting surgeon on (B)(6) 2009 and (B)(6) 2011, due to exposure, dyspareunia and bleeding. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.